Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to a fractured lead. Interrogation revealed high pacing impedance measurements. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.